Manufacturer narrative:
The insulin pump was received with unresponsive act, up and down buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. No condensation under screen noted. No unexpected numbers ramping or scrolling during testing. No moisture damage on the electronic assembly during our visual inspection. The insulin pump has cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 240 mg/dl at the time of the call. The customer stated that the numbers were scrolling on the screen after pressing the act button. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.